Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file shows a total of five (5) pump error 53 alarms, listed below: 4/21 at 02:30:19 pump error 53 (line number 5114 file number 711) alarm. 4/22 at 00:07:31 pump error 53 (line number 5114 file number 711) alarm. 4/24 at 01:54:12 pump error 53 (line number 5114 file number 711) alarm. 4/24 at 01:55:25 pump error 53 (line number 5114 file number 711) alarm. 4/25 at 02:28:44 pump error 53 (line number 5114 file number 711) alarm. On 6/19/2024 the pump was programmed with the current time ane and date and monitored for several days. During the monitoring period the date (year) randomly changed without user intervention. Escalated time and pump error 53 alarm faults for further review, response is listed below: 1. Regarding pump error 53 ( file/line=711/5114), it was recorded in several history events and was triggered by serial flash 2k block corruption ( data length < record length) in the hatserver. C file, extractlastrtcfrombglogblock() function. Suspecting the hardware (ram chip). 2. Found no time/date settings issues in the pump recent traces. They do not provide such low level details. The timestamps in traces provide the correct time/date info. Suspecting the wrong year value was caused by the malfunction of the ram chip. Conclusion: for both cases time/date anomaly and pump error 53 suspect the serial flash chip hw. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case. Pump error 53 alarms and time/clock anomaly (the pump displaying the wrong date) are both confirmed, faults are isolated to the serial flash chip (hardware). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, time/clock anomaly. The customer reported no adverse event. The event involved in the product was mmt-1886. Customer reported receiving a pump error. Troubleshooting was performed and the customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history no harm requiring medical intervention was reported. Mmt-1886 will be returned for analysis.